Event description:
Reporter alleged being found unconscious by a friend, and the friend was unable to test her blood glucose with the advantage system because it did not have any power. Reporter stated her friend called the paramedics and they treated her with an IV for dehydration and a "diabetic pill" before she was taken to the hospital and admitted for 4 days. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.